Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor signal alarm, no communication between pump and transmitter and received a change sensor/bad sensor alert. The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a. Troubleshooting was performed for the sensor alerts and the customer was unable to run a transmitter test and/or test passed and advised to try another sensor. Troubleshooting was performed for the loss of communication and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. Pump was in the process of making multiple attempts to re-establish communication with the transmitter but it was unknown whether the issue was resolved. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.